Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noted front panel of drawer was loose, which resulted in a nurse cutting themselves. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer front faceplate was broken. The field service engineer (fse) found that there was no broken front fascia panel on drawer 4, sub drawer 2 of the enhanced half height drawer and the front panel was simply loose. The customer logged in and opened the drawer and visually confirmed that the screw securing the front panel was loose. The fse then guided the customer to remove the cube pocket to access the screw, tightened it three turns, and confirmed that the front panel was properly secured. The system functioned as intended after the field service engineer repaired the device.